Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead exhibited noise which led to inappropriate mode switching. There were no other anomalies reported. The patient was not symptomatic due to the event. No intervention was reported.

Manufacturer narrative:
Correction: the device manufacture date should be 01/01/1970.